Manufacturer narrative:
Establishment name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced diabetic ketoacidosis with four infusion sets on (B)(6) 2026 as patient used infusion set for four days. The patient visited an emergency room and subsequently hospitalized due to high blood glucose levels upto 38 mmol/l with positive ketones, further the patient shifted to intensive care unit and got treated with intravenous fluids of saline and insulin. The patient discharged from the hospital on (B)(6) 2026.